Event description:
Pt called lfs and alleged that their meter was displaying the battery icon after replacing the old batteries with new ones. The pt did not allege any harm or injury. The issue was not resolved with troubleshooting. Based on the info provided, there is evidence of meter malfunction, however there is no evidence that the pt suffered a serious injury due to not being able to test on the meter. The meter was replaced for the pt. No further info has been reported.